Event description:
The capture for the tibia block became incarcerated and could not be removed. No alternative was used.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding difficulty disassembling a triathlon capture from a triathlon guide was reported. The event was confirmed. Method & results: device evaluation and results: a functional inspection confirms the event. Significant damage was noted on the distal surface of the device. A visual inspection shows the abrasions around the drill guidance slot of the capture. In addition, the left circular feature of the distal surface shows significant deformation. This damage is likely the result of interference from an additional instrument. Medical records received and evaluation: not performed as patient factors did not contribute to the event. Device history review: all devices accepted into final stock conformed to specification. Complaint history review: there have been no similar reported events for this lot ID. Conclusions: the investigation concluded that the devices could not be disassembled as the damage identified on the distal surface of the capture interferes with the fit of the two devices together. An attempt was made to assemble the returned capture to a resection guide from finished goods, but the pieces would not mate without significant resistance. On the other hand, the returned resection guide was successfully mated with a capture from finished goods. This damage is likely the result of interference from an additional instrument.

Event description:
The capture for the tibia block became incarcerated and could not be removed. No alternative was used.